Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01195.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via left common femoral vein to prevent deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging migration, tilt, vena cava perforation and organ perforation. The patient further alleges ¿depression.¿ per one reading of CT (computed tomography) scan of the abdomen dated (B)(6) 2017, ¿impressions: the filter legs have penetrated through the wall of the ivc into the pericaval/mesenteric fat.¿ per another reading of CT (computed tomography) scan of the abdomen dated (B)(6) 2017, ¿the adrenal glands, aorta, ivc and pancreas were remarkable for an ivc filter identified in the mid ivc below the right and left renal vein. The filter is at the level of l2-l3 and l3-l4. There are no certain or identifiable complications noted.¿

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2015. The patient alleges to have been injured without further explanation.